Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid left anterior descending artery with mild tortuosity, pre-dilatation was performed. A 3.5x28 rx xience prime stent delivery system (sds) was advanced and during attempted deployment of the stent, the sds balloon failed to inflate and the stent remained completely undeployed. Reportedly, a balloon rupture was suspected. A new xience prime was used. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.